Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was without stimulation due to lead migration. Reportedly, surgical intervention was undertaken on (B)(6) 2017. Intra-op testing revealed the lead had high impedances; therefore, the lead was explanted and replaced with a new model. Follow-up identified stimulation was subsequently activated and is effective. The issue is resolved.